Event description:
Reporter noted no aspiration after entering eye, occlusion alarm sounded, corneal burn occurred immediately. No sutures required, but changed incision site to complete procedure. Feels pt will be ok.